Event description:
It was reported that the user observed a low glucose alert on a g7 cgm after a meal with announcement, felt clinically okay, and confirmed a fingerstick glucose of 72 mg/dl; troubleshooting of the ilet infusion system showed no alarms, intact tubing with immediate drops on fill, and a dry, non-irritated site located adjacent to a reported growth, after which the user was guided through cgm calibration and a site-only change. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included technical troubleshooting and user education on calibration and site management. Investigation of this case revealed no device malfunction and suggested that infusion site placement adjacent to a growth could have affected insulin delivery, though overall cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.